Manufacturer narrative:
On (B)(6) 2017, the contact reported that the high blood glucose had been resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 528 mg/dl with a large ketone level. The cartridge and infusion set were changed. Six units of insulin was delivered via injection to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. Tandem technical support advised the contact to discuss the high bg with a healthcare provider. The contact acknowledged and had no further questions.